Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer's blood glucose was 186 mg/dl at the time of incident. The customer stated that there was insulin coming out of the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: using a new transfer guard and plunger reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Conclusion: reservoir did not leak. No physical damage found to reservoir, and unable to verify physical damage to the missing components.